Manufacturer narrative:
During follow up, it was confirmed that the harness came off the slingbar during a patient transfer. There was no adverse event as a result of this incident. The slingbar model associated with the incident was not provided. No device malfunction was found but the technician replaced the slingbar clips anyway. The technician determined the event was caused by use error due to bad positioning of the harness by the caregivers. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Although there was no device malfunction found and the incident as determined to be caused by use error, if the sling were to detach from the slingbar during patient use, it could lead to serious injury or death.

Event description:
A company representative - service personnel contacted technical service to report that likorall 242 s, white, had an issue, suspicion of the slingbar harness coming out of this likorall 242s engine. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.